Manufacturer narrative:
On follow up for return of the motor from the user facility it was reported the attachment was being held in risk management and no the motor. It was reported the physician was holding the attachment at the time of the injury. Note: the original report stated the attachment was an ad03. On follow up for the product return, it was reported the attachment being used at the time of the event was actually a ad01 s/n (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The facility requested a return for the motor, however, it was identified the attachment used in the procedure had been held in risk management and not a motor. The serial number information was provided and the results of the facility testing were requested, but would not be provided. A replacement device was requested from the facility.

Manufacturer narrative:
No conclusion can be drawn. No evaluation was performed, as the device was being held for testing by the user facility. We will continue to track and trend this complaint type. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the surgeon was using a motor and a perforator attachment and a perforator tool when the drill spun in the doctor's hand. No patient impact reported. The devices were quarantined with risk management at the facility. On follow up it was reported the sales representative had spoken to the surgeon and the event had hurt his thumb. On further follow up with the facility, it was reported the incident has resulted in a sprain of the surgeon¿s thumb, with a possible torn ligament. No additional information was provided by the facility.